Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection as a result of a bent pin in the serial port. Functional testing was not performed since the reported event was confirmed visually. The most likely root cause of the reported event may be attributed to a forced connection. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported from the site by the vad coordinator, of the difficulty connecting the monitor data cable to patient's controller. Upon assessment, it was noted that the controller had a bent pin. An elective controller exchange was performed by the vad coordinator, successfully. It was stated that the patient was stable with no complaints and no alarms noted and that the controller exchange fixed the problem. No additional information provided. Investigation is ongoing. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator, of the difficulty connecting the monitor data cable to patient's controller. Upon assessment, it was noted that the controller had a bent pin. An elective controller exchange was performed by the vad coordinator, successfully. It was stated that the patient was stable with no complaints and no alarms noted and that the controller exchange fixed the problem. No additional information provided. Investigation is ongoing.